Event description:
It was reported that after an interventional procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, difficulty was encountered achieving arterial marking. After achieving hemostasis, there was no distal pulse in the leg. Angiography revealed an occlusion at the common femoral artery. Exploratory surgery revealed that although the suture had deployed inside the vessel as intended, a dissection flap was noted at the access site. The vessel was surgically repaired and sutured to achieve hemostasis. There were no reported adverse patient sequelae. There was a reported significant clinical delay in the procedure. The physician was reported to be in training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.